Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected low battery alarms noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with stained and fading serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power loss and weak battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the battery don´t last long. The customer¿s mother had changed the battery today and this afternoon the pump stopped the delivery (before got an alarm of change battery now). The pump initialized and asked for rewind. It was reported that the pump was left without battery and it alarmed power loss. It was reported that batteries are still lasting less than 1 week. The pump suddenly gives error change battery and the pump switch off. Due to this reason the blood glucose go high as sometimes the child is not at home and at school they don´t know what to do. The insulin pump will be returned for analysis.